Event description:
Swollen hands [swelling of hands]. Burning sensation in throat [throat burning sensation of]. Itching all over [itching all over]. Sensitive tongue [sensitive tongue]. Itching hands [itching both hands]. Throat was closing [throat swelling]. Case description: a pt was administered pranactin-citric solution, once, on (B)(6) 2010, to complete the breathtek tests for h pylori. On (B)(6) 2010, almost immediately after taking the pranactin-citric solution the pt has a burning sensation in her throat and red splotches on her tongue. On (B)(6) 2010, later that night, the pt felt like her throat was closing and that she began to itch all over. On (B)(6) 2010, the pt's throat was still burning, the back of her hands were swollen and she was itching all over. As of (B)(6) 2010, the nurse practitioner stated that she could see that the pt's throat was red and irritated down the posterior and that she was going to prescribe steroids to help with the swelling and itching. It is unknown if the pt plans to take another breathtek test. Diagnosis for use: helicobacter pylori identification test (helicobacter pylori identification test).

Manufacturer narrative:
Follow up received: the subject experienced swollen hands and stated that it hurt to swallow and her throat felt swollen with a sensitive tongue. It was noted she had no symptoms prior. She was treated in the clinic with a medrol dose pack and diphenhydramine, the site followed up with the pt a month later and the symptoms had resolved. Follow up received: it was determined by the site that since the subject was not seen or treated at the clinic for this event, they were not comfortable making the diagnosis of an allergic reaction. Otsuka conducted a retrospective medical review of case narratives following a new globally harmonized procedure of case assessment. As a result of this review, pharyngeal oedema (serious), pruritus generalized and glossodynia were additionally picked up from the narrative and entered as an adverse event into the pv database.